Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported that the cable assembly from the backlight inverter board to the liquid crystal display (lcd) was not completely inserted or connected all the way. The customer stated that the cable assembly was properly connected and seated to the backlight inverted board which resolved the reported issue. The customer stated that extended self-testing on the device was performed and all tests passed. Covidien was not authorized to service the device.

Event description:
Covidien received information stating that a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.